Event description:
It was reported that the patient presented in the emergency room with chest discomfort. The device was found to be intermittently undersensing r-waves in the vt monitor zone and was reprogrammed. At a later follow-up the device exhibited post-sensed t-wave oversensing resulting in inappropriate high voltage therapy. Additional programming changes were made and the device remains implanted. No further incidents have been reported.